Event description:
It was reported that during a lap ventral hernia procedure, the staple came through the abdomen and into the surgeon's hand. Surgeon fractured her own tendon. Case completed with same device.